Event description:
It was reported that the patient presented for an implant procedure. During the implant procedure, the leadless pacemaker could not be separated from the delivery catheter post-fixation. While attempting release, the device dislodged from the endocardium while still attached to the catheter. Immediately after dislodging, the device invertedly separated from the delivery catheter while attempting to dock it and then migrated into the pulmonary vein. The device was ultimately retrieved, and in the process, its helix was stretched. A new device was then successfully implanted. The patient condition was stable.